Manufacturer narrative:
Product event summary: at analysis the analyzer demonstrated a loss of communication with the programmer and failed its tests. It is to be sent on for repair and restock.

Event description:
The analyzer was returned as part of an inventory reduction initiative and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.